Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise. Further review of the device memory showed that the pacing impedance had occasionally been low and out of range below 200 ohms. Additionally, the shock impedance had steadily increased. A revision procedure was performed and this rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was received that indicated the patient is not dependent on rv pacing.